Manufacturer narrative:
(B)(4). Damaged cartridge. The analysis results found that the device was returned in good conditions, five 6r45b cartridge reloads were returned fully fired. In addition the returned reload was disassembled to verify the condition of the internal components and no anomalies were noted; no damage on deck was found. Furthermore the returned reload (b) was noted to have cartridge deck damaged. Additionally the found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device opened and closed without any difficulties, the staple line was complete and the staples were note tod have the proper b-formed shape. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, a foreign matter was found on the (B)(4) table after the procedure. There were no adverse consequences to the patient. No pieces were left inside the patient. It was unknown what the foreign matter was.